Event description:
In 2008- customer stated that head section was damaged. I found that the head section weldment was bent and torn from pivot slide slots also damaging weigh frame weldment. In 2008 - customer stated that he is not sure what caused the head section to become damaged. No injuries reported at this time. Bed was traded in for new bed, and brought back to hill-rom.